Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was clip not fed into jaws properly? Did clip feed sideways? No. Did clip slow feed? No. Did clip partially feed? No. Did clip not feed at all into jaws? The clip was jammed.

Event description:
It was reported that during a laparoscopic procedure, jamming occurred and the clip was not fed into the jaws properly at the 2nd firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device was returned for analysis in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and six clips were fed and formed as intended; however, an intermittent feeding issue was noted during the analysis. The device was disassembled in order to evaluate the condition of the internal components and the feeder shoe tang was found damaged, causing that the clips could not be fed properly into the jaws. In addition, six clips were found inside the clip track. No conclusion could be reached as what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.